Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Device evaluation: the device has not been returned. Investigation including root cause analysis is in progress a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device wont hold patient data. No patient injury reported.

Manufacturer narrative:
Other, other text: device evaluation: tamper seal is removed. Device is in good condition. Event history log: medium alarm displayed: pump settings and patient data lost. On (B)(6) 2005 12:00:43 am medium alarm silenced: pump settings and patient data lost. On (B)(6) 2005 12:00:43 am medium alarm acknowledged: pump settings and patient data lost. Performed functional check. Customer problem was duplicated. During investigation, found multiple medium alarm displayed: pump settings and patient data lost in event history logs. Connected an ac power, charged the device for three days, unable to charged internal batteries. Replaced mpu board. Low battery voltage caused the problem. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Other, other text: b5: additional information received on 19-sept-2022 via email and attached in complaint object: all referenced complaints were found during testing. No patients were involved or effected. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.